Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -8.50/4.0/080 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was removed and a replacement lens was implanted of longer length lens and the problem was resolved. Case reported as other- icl too short.